Event description:
A report was received on 23 dec 2023 from the (B)(6) of a 56-year-old male patient with a medical history including end stage renal disease, who stated blood was witnessed in the cycler tray following a hemodialysis treatment on (B)(6) 2023. Additional information was received on 04 jan 2024 from the (B)(6) who stated there was no report of symptoms or medical intervention. The patient continues to treat with the nxstage system.

Manufacturer narrative:
The cartridge was not received for evaluation. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.